Event description:
On 24-feb-2022, intuitive surgical, inc. (Isi) became aware of maude report number: mw5102705. It stated "prograsp instrument had fractured wire in its cable system." Isi was unable to determine the site/account due to no contact/hospital information being provided from maude report. It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a fractured wire in its cable system. No other information was provided.

Manufacturer narrative:
This complaint originated from a maude report with an unknown customer site. Intuitive surgical, inc. (Isi) was unable to perform follow-up to obtain additional information due to the nature of how this information was collected. The generic xi part number for the prograsp forceps (part # 471093) was used to capture the instrument, but isi cannot confirm if it was for the xi system. As a result, complaint investigation could not be performed since the site and product information could not be collected. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it is unknown if a fragment fell inside the patient and it is unknown if post-operative tests were performed to attempt to locate the fragment. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.